Event description:
Report from foreign source indicates that pt began experiencing discrepancies in reservoir approx three months after implantation of the device. A rotor test was performed, although the results of the test were not given. A new device was implanted, and the explanted device was returned to the MFR for analysis.